Event description:
It was reported difficult inflation/deflation, due to a cracked hub, was encountered during preparation of this device. No further information regarding this event is available. The device has not been received for evaluation. Therefore, no failure analysis is available, a lot search was performed and revealed no other complaints to date on this lot number. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. Directions for use state under balloon catheter preparation: "test inflation/deflation of the dilatation balloon, thorough evacuation of air from all systems and a thorough inspection of all connections for leakage is vital immediately prior to use."